Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was broken and failed to open. Customer stated that when opened with a key, the machine did not recognize the door as opened or closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was recovered and resolved by the customer by recovered. The system functioned as intended after the customer resolved the issue.